Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator was unable to acquire 12 lead. There was no reported patient impact.

Manufacturer narrative:
.

Event description:
It was reported to philips that the heartstart mrx defibrillator was unable to acquire 12 lead. There was no reported patient impact.